Event description:
It was reported from a funeral home that the patient was deceased and the family thought the implantable pulse generator (ipg) might be defective. Information identified in the manufacture¿s database and online obituary indicated the patient died approximately 20 months post implant of the ipg system. No additional information was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.